Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a thermocool smarttouch bi-directional navigation catheter and suffered a vascular dissection requiring an aortogram. The returned device was visually inspected, and was found in good condition. Per the event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the catheter sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the vascular dissection remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a thermocool smarttouch bi-directional navigation catheter and suffered a vascular dissection requiring an aortogram. During the procedure, a vascular dissection was discovered when the catheter would not advance into the aorta. Aortogram was performed. Remainder of procedure was cancelled. Patient did not require extended hospitalization as a result of this adverse event. Patient fully recovered with no residual effects. Medical history includes: chronic obstructive pulmonary disease, hypertension, chronic renal issues, sarcoidosis, and hysterectomy (for fibroids). Physician did not provide a causality opinion.

Manufacturer narrative:
On 10/10/2016, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4).